Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. System error 105 alarms were confirmed and were determined to be caused by a failed motor assembly flex.